Event description:
International affiliate reported that patient was seen at an unspecified time following orthopedic procedure for stitch abscess. Suture was used for subcutaneous site closure. Attending surgeon removed suture and closed site with another suture. No hospitalization or medications were required.